Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the forward body frame fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the ccd module fluid damage, the light guide cable fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the staycoil collar corroded, the control body corroded, the ccd driver pcb corroded, the operation channel leak, the insertion flexible tube (ift) discolored, the operation channel kink, the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown.there was no report of patient harm.video image failure(blackout ).